Event description:
A customer reported a malfunction alarm with a code of malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if any malfunction code recurred, which the customer acknowledged and understood.